Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device had no defect which could affect the suggested event 1, or no trace which indicated that the device handling by the user was deviated from IFU. Therefore, olympus could not specify the root cause of the suggested event. Olympus presume that the suggested event 1 occurred when physical stress by hitting/dropping distal end was applied to the device. Olympus confirmed that the distal cover was cracked from attached photos in evaluation tab. However, ¿distal cover cracked¿ was not listed in device inspection results. Since distal cover of tjf-q180v cannot be detached from distal end, olympus presume that distal end could be broken at device inspection, then performed 3gfe. However, service business center did not respond. The foreign material was confirmed however the type of material was unable to be identified. The user may reduce/prevent occurrence of the events 1, 2, and 3 by handling the device according to the following IFU. Important information ¿ please read before use_ warnings and cautions warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a gap in adhesive area between the plastic cover and distal end, plastic cover was cracked, and foreign material in the distal end. There were no reports of patient involvement.